Event description:
Major pump unit(s) involved: blood pump. Additional text: inflow cannula. Specific component(s) involved: inflow graft malfunction/malposition. Abutting lateral wall causing possible vt/ suction. Causative or contributing factor: no specific contributing cause identified. Intervention(s): none. Implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: inflow graft malfunction/malposition